Manufacturer narrative:
During laboratory analysis, the pst powered on the ccm three times with each time booting to the splash screen successfully. The pst did observe that the touch screen panel had a water spot and gouge in the screen causing the ccm display to not meet specification. This complaint is related to (B)(4) / MFR #1828100-2022-00326.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the central control monitor (ccm) had a water spot and a gouge in the touch screen sensor panel. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the screen. Verification/release testing was performed. The unit operated to the manufacturer's specifications. Per the product surveillance technician (pst), the damage would typically cause the cursor to hover, however during evaluation, the cursor did not hover and was responsive. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.